Event description:
The customer alleged premature battery depletion against the device. The device was explanted, and the patient is stable.

Manufacturer narrative:
Analysis of the device image revealed that eri occurred after explant. The implant duration of 11.33 years exceeds the total projected longevity of 6.70 years and is considered normal battery depletion.